Event description:
It was reported that the pt experienced a gusher during device revision surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The conclusion of successful implant surgery indicates that the gusher was corrected. The pt's device remains implanted. This is the final report.